Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, during a generator replacement surgery, the surgeon was unable to interrogate using the programming system. The operating room nurse had a second programming system and so the white usb cable of the surgeon's programming system was switched with the cable from the second system and interrogation was successful. A replacement cable was requested and provided. The suspect usb serial cable has not been received to date.

Event description:
An analysis was performed on the returned usb to db9 cable and the reported allegation of tablet serial adapter/cord failure was verified. The cause for the reported allegation is associated with an open wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.

Manufacturer narrative:
Corrected data: version 11.0. Initial MDR inadvertently did not list the software version of the programming system.

Event description:
The serial cable was received on (B)(6) 2016. Analysis is underway but has not been completed to date.